Manufacturer narrative:
The initial MDR 2432235-2016-00261 was filed on may 23, 2016. Additional information (05/09/2016): a siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the wash manifold, which was leaking, performed a total service call and cleaned the incubation ring. The cse ran quality controls, which were acceptable. The cause of the discordant, false negative total hcg result on one patient sample is unknown. Additional information (06/03/2016): the initial MDR states that it is unknown if the repeat result was reported. Additional information was provided by the customer. The corrected result was reported to the physician(s). The initial MDR states it is unknown if the "initial reporter also sent report to FDA". This information has been received from the customer and has been updated.

Event description:
A discordant, false negative total human chorionic gonadotropin (total hcg) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting positive. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative total hcg result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that quality controls and calibrations were within acceptable ranges. The cause of the discordant, false negative total hcg result on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
A discordant, false negative total human chorionic gonadotropin (total hcg) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was questioned and the laboratory repeated the sample on the same instrument, resulting positive. It is unknown if the repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative total hcg result.